Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that the product was discovered with an open seal. The actual device was returned for evaluation. The manufacturing lot number and photographic evidence was also provided for review. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. A review of the photo and sample confirmed that the opened seal was present on the product. No seal was created on the sides of the pouch. The pictures and samples were reviewed with supervisors and engineers. Upon review, the missing side seals occur during machine adjustment for positional changes. These changes include film, print, or cut adjustments during manufacturing. Once the change is complete, the product is then processed through a packaging machine per the operation instructions and are inspected for seal integrity. Therefore, the root cause is attributed to both machine/manufacturing and operator errors. Manufacturing and operations were notified of the event. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a sorbsan product was discovered with opened seals. The item was not in use. No injury or death was reported. The report was filed in our complaint handling system as complaint (B)(4).